Manufacturer narrative:
It was reported that "it appears that a thrombus was observed in a cag case. Additionally it was requested if a "causal relationship or possibility of thrombus formation related to the products used at that time". No serious injury identified, medical intervention required, or follow-up care needed was reported and the procedure was completed. Additionally, the product was determined to have "no abnormalities were found". In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Is any causal relationship or possibility of thrombus formation related to the products used at that time"